Manufacturer narrative:
A specific direct correlation between the left ventricular assist system (lvas) and the reported event cannot be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 9 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that care was withdrawn and the patient expired on (B)(6) 2017 due to acute right subdural hematoma. The lvad clinician was not able to confirm if it was hemorrhagic or embolic. The patient began having a headache and looked sleepy earlier that day. The patient lay down for a prolonged period of time and awoke early in the afternoon. As the patient was walking out of the bedroom, the patient fell but did not lose consciousness. The patient was brought to the emergency department. Inr was 2.8 on admission. Inr goal range was between 2.5 and 3.5. Ta head computed tomography revealed an acute large right subdural hematoma with considerable midline shift brain compression and brain herniation. Neurosurgery was contacted and came in to evaluate the patient who was glasgow coma scale (gcs) 5t with blown, unresponsive pupils and no corneal reflexes. There are no plans to return the lvad to the manufacturer for evaluation. No additional information was provided.